Manufacturer narrative:
(B)(4).

Event description:
It was reported during a scheduled pericardiocentesis, the wire was inserted along the dilator and when trying to remove the wire it became stuck along with the dilator. The physician in the ep lab "attempted to remove the sheath it was wrapped up around itself creating a knot in the pericardium". The physician suggested it be removed in the operating room. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." A device history record review was performed on the sheath/dilator included in this kit and a relevant finding of 'the inner diameter kinked/bent' was identified with the product eb-07924-001b for which further investigations has already been initiated. However, without the device returned, it could not be confirmed if the finding is related to the customer reported event. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during a scheduled pericardiocentesis, the wire was inserted along the dilator and when trying to remove the wire it became stuck along with the dilator. The physician in the ep lab "attempted to remove the sheath it was wrapped up around itself creating a knot in the pericardium". The physician suggested it be removed in the or. Additional information was requested but was not available at the time of this report.